Event description:
It was reported that during a pancreatectomy procedure the tip of the device fried and stopped working. No piece fell into the patient. Another device was used to complete the procedure. There was no patient consequence.

Manufacturer narrative:
Date sent: 05/29/2007.